Event description:
It was reported that the patient had a large chunk of ice fall on him and presented to emergency room with heart block. A holter was used and showed loss of capture. Also noted was that the lead dislodged. The patient is pacemaker dependent.